Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.1mm vicmo12.1implantable collamer lens -14.00 diopter got stuck in the cartridge or injection system. There was patient contact with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Type of investigation; lens work order search. No similar complaint type events reported for units within the same lot. Claim# (B)(4).